Event description:
On (B)(6) 2023 the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2023 at 11:00 am. The patient claimed obtaining alleged inaccurate high blood glucose readings of ¿129 and 180 mg/dl¿ with the subject meter. In response to the alleged issue, the patient reported taking her usual dose of metformin medication. 30 minutes after the start of the alleged issue, the patient claimed she developed symptoms of ¿throwing up, lethargic, nauseous, sweating profusely, almost passed out and almost went into a coma¿. As a result of the symptoms, the emergency medical services (ems) were notified for assistance. When ems arrived at 12:05 pm, they tested her blood glucose on the ems meter and obtained a reading of "27 mg/dl". The patient stated she was given a glucagon injection and a few minutes later received a blood glucose reading of ¿318 mg/dl¿ on the ems meter. She was then taken by ambulance to the emergency room. The patient did not provide further information. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strip vial was intact and the test strips were stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.